Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed leakage at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was returned for evaluation and it was observed that the spike port cap was leaking. The bag was returned in used condition; however, it was unknown at which process step the device had been used or if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.